Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing elevated blood glucose (bg) levels for the last several weeks. The exact value was not provided; however, reportedly, the bg meter displayed "high". Bg was addressed via manual injections. A recommendation was made for the customer to discuss elevated bg levels with the healthcare provider.